Event description:
It was reported that the device shows the eos status. The ICD is no longer available for investigation. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance test proved the device functions to be as specified. Next, the returned device data, comprising a quick view from (B)(6)2023, has been inspected. During inspection, the clinical observation could be confirmed. The device activated the eos battery status on (B)(6) 2023. Based on the available data no conclusion can be drawn regarding the root cause of the clinical observation. However, the information you provided has been entered into our quality system as a complaint and is used to evaluate system and device performance throughout our organization and help to maintain and improve our devices. Should further relevant information become available this investigation will be updated.